Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor passed the motor test. It may have had an intermittent failure that was not detected during testing. The excessive no delivery alarm could not be confirmed due to the motor error alarm. No motion sensor test failure alarm noted. The device passed the displacement, rewind, and basic occlusion tests and was received with a scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motion sensor test failure alarm, and no delivery alarm. The blood glucose at the time of the incident was 139 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.